Event description:
It was reported that the patient was unable to set the ipg into MRI mode as the patient controller app indicated that the ipg was inoperable. A manufacturer representation troubleshooted and the wireless software update on the patient controller was performed which resolved the issue. Reportedly, patient had turned therapy off 2021. However, the therapy has now been turned on.

Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12 september 2017.

Manufacturer narrative:
An elective replacement indicator message was reported to abbott. The results of the investigation are inconclusive since the device nor logs or records were returned for analysis. Actions have been taken to prevent reoccurrence.